Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with breast cancer, metastasis: bone, spine, lumbar, pain present at l4 and underwent a spinal surgery. Intra-op, cement extravasation has been reported. No patient complication were reported due to this event.